Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional test were performed, and a leak was confirmed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The probable cause of the issue was a solvent application error during manufacturing in tijuana. No further action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, while filling the cassette, a leak was discovered, located at the beginning of the cassette filling hose. There was no patient involvement.